Event description:
It was initially reported that the patient's output current setting was unexpectedly programmed to 0.00ma, instead of the expected 1.75ma. Further review of the programming history confirmed that there had been an interrupted system diagnostic test, which would cause the changes in settings. There was no final interrogation performed confirming the patient's intended settings prior to the patient leaving the office. The patient's settings were corrected at the next appointment.